Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Depot/field service received one mc grath, but the customer refused the device to be repaired/ evaluated. Therefore, the device was sent back to the customer unrepaired/ unevaluated. Details regarding a visual inspection were not provided. Information provided does not indicate if the reported problem was confirmed or not. It was reported that the device display was blank. The reported issue could not be confirmed. The most likely cause could not be established from the information available. A review of the device history records found potentially contributing factors from the manufacturing process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the video laryngoscope's display did not appear before use. There was no patient involvement.